Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental report will be submitted with evaluation results.

Event description:
It was reported that damage was discovered on the outer packaging of the catheter extension tube.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of damage packaging is confirmed; however, the exact cause is unknown. One photograph of a two-piece connector assembly was returned for evaluation. An initial visual observation of the photograph showed the proximal piece of connector assembly within its pouch. The pouch appeared to be sealed. The tip of the cannula was observed to be poking through the clear side of the pouch, and another tear/hole was also observed near the locking arms. It was not possible to identify whether the observed damage was caused during manufacturing, transportation or storage of the device. Therefore, the exact cause of the damaged packaging is unknown. This complaint will be recorded for future trending and monitoring purposes.